Manufacturer narrative:
The pump passed the displacement, self test, off no power test, rewind, basic occlusion and prime tests. The operating currents were within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm in the alarm history screen due to an overwritten history file. Unable to perform the unexpected restart error test due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer was unable to clear the alarm. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.